Manufacturer narrative:
(B)(4)- although there is a possible temporal relationship between the episode of reported seizure activity during ccpd treatment and the fresenius products/liberty cycler exists, there is no documentation in the file to indicate a causal relationship between any fresenius products and the reported episode of seizure activity at this time. Based on the lack of clinical information, unknown course of hospitalization and diagnosis as well as unavailability of medical records that would possibly confirm diagnosis of seizure episode, is needed to determine possible causality. Further information has been solicited. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported by peritoneal dialysis patient's contact that the patient had to be disconnected from the cycler while performing continuous cycling peritoneal dialysis due to a seizure. The patient had to be rushed to the hospital. The patient's peritoneal dialysis registered nurse (pdrn) later reported that this patient had no prior history of seizures and not on any anti-seizure medication such as dilantin. Patient¿s pdrn could not provide the length of the hospitalization for seizure evaluation. Patient¿s pdrn saw the patient in the clinic eleven days after the event and the patient was doing well. Additional information was requested but was not available. Patient¿s pdrn was unable to obtain any further information from patient. Or patient¿s contact and had not received any hospital records or information.